Manufacturer narrative:
(B)(6). The two additional perclose proglide devices referenced are filed under separate medwatch MFR reference numbers. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices, using the pre-close technique with a 6f sheath, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the three proglide devices would not backload onto the guide wire. The sutures of two additional proglide devices were successfully placed using the pre-close technique. The tavr procedure was completed and hemostasis was achieved with the successfully preplaced sutures of the fourth and fifth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty inserting the guide wire was not confirmed. The investigation was unable to determine a conclusive cause for the difficulty inserting the guide wire; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.